Manufacturer narrative:
The reported events of high pacing impedance and r-wave amp variation were not confirmed. A complete lead was returned in one piece. Final analysis did not find any indication of conductor fractures or internal shorts. No anomalies were detected.

Event description:
It was reported that the patient presented for an implant procedure. During the procedure, it was noted that the right ventricular (rv) lead exhibited high pacing impedance and low rv sensing. The rv lead was not used and replaced. There were no patient consequences.